Event description:
Open fracture of tibia treated with a 8 mm nail faxed with one locking screw proximally and two locking screws distally. 19 days after nail insertion, the most proximal of the two distal locking screws was removed due to osteomyelitis. X-rays show that the fracture site was not consolidated when the locking screw was removed. 4/5 months later the nail broke.